Event description:
An optometrist reported that a system message related to energy was displayed during surgery. After a few seconds the system started again and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the log files review confirms the message regarding secondary energy too low occurred once on this day. The treatment was interrupted after 1% progress. The treatment was completed to 100 % shortly after this. The log files review shows no abnormalities that could have contributed to the reported event. A potential root cause may have been that the user did not press the laser pedal completely. (B)(4).

Manufacturer narrative:
Evaluation summary: at the visit on site a company representative checked the system according to service test procedure and found it meets specifications. No device was returned for evaluation. The log files review confirms the message regarding secondary energy too low occurred once. The surgeon briefly interrupted the treatment and then completed it to 100%. The log files review shows no abnormalities that could have contributed to the reported event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).